Manufacturer narrative:
H10: the actual devices were not available. However, a photograph of one (1) sample was provided for evaluation. A visual inspection with the naked eye, noted the female connector was separated from the main body of the twist clamp. The reported condition was verified. The cause of the condition was determined, to be a manufacturing related issue. Due to a photo only analysis and not receiving the actual sample, the evaluation was unable to determine, the presence of solvent on the insert chip and the main body. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the main body and the female connector. This was noticed during use for peritoneal dialysis therapy. The transfer set had been in use for ¿less that a week¿. There was no patient injury or medical intervention associated with this event. No additional information is available.